Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A notification has been sent to the manufacturer's of the involved products that are not bwi (st. Jude medical and bard medical division). Concomitant bwi products: product: stockert 70 rf generator, us catalog # s7001, serial # unknown. (B)(4).

Event description:
It was reported that a patient, (B)(6)., male, underwent an atrial fibrillation procedure with a thermocool® sf uni-directional catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. At the end of the procedure, the patient¿s pressure dropped from 130 to 70. A pericardiocentesis (twice) was performed extracting 1200 ml of fluid. The patient did require surgical intervention and hospitalization. The patient outcome was improvement. The physician¿s opinion regarding the cause of this adverse event is that this is possible procedure related. The settings during the event include: power control set to 25 watts, the temperature cut off was at 40 degree, irrigation flow was set at 2ml for mapping and 8ml during ablation, non-bwi sheath (agilis sheat & sl0) and non-bwi catheter (optima circular) were used.